Manufacturer narrative:
Phone number: (B)(6)

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the treatment implementation test failed.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site and no further evaluation is warranted at this time.